Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having a vertical gas breakthrough (vgb) on the patient's operative left eye resulting in aborting the laser treatment. The surgeon explained the patient had very small corneas and that they were steep as well for the reason of the vgb. A brief description from the surgery center indicated that only a third of the raster pattern was laid down when the vgb was noticed and the foot pedal was then released. The surgeon thought that this was a patient anatomy issue versus a laser error. The patient will be rescheduled for a photorefractive keratectomy (prk) treatment. Pre-op: bcva from (B)(6) 2015: right eye (od) pre-op 20/15 -1.50 x -1.00 x 12. Left eye (os) pre-op 20/15 -2.37 x -1.25 x 155. Post-op: bcva: 20/20.